Manufacturer narrative:
An event of retraction problem was reported. The device was returned to abbott for investigation and all components were confirmed to meet functional specification. The valve capsule and inner shaft were noted to contain bent damage, which is consistent with damage during use. Upon cutting open the valve capsule, signs of drag were noted on its inner lining, indicating a possible valve misload. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on all available information, the root cause of the retraction problem could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system. It was noted during procedure that the valve was deployed and needed to be recaptured. However, it was noted that there was a retraction problem and the valve couldn't be fully recaptured. There was resistance noted. The 29mm navitor vision valve did not deploy or separate prematurely. During device preparation, there were no issues retracting the device into the delivery system or leading the retainer tabs into the retainer receptacle. However, an increase in drag was noted on the deployment/resheath wheel during loading. No excess force was required to turn the re-sheath wheel while attempting to retract the valve into the delivery system. The valve was loaded by an abbott employee, and the re-sheath/deploy wheel reached the end of travel. The gap was not able to be completely closed. The valve was never re-sheathed more than two times, and the micro adjustment wheel was not completely used due to resistance in the re-sheath. The decision was made to fully remove the 29mm navitor vision valve and large flexnav delivery system. Replacement 29mm navitor vision valve and large flexnav delivery system were prepared and used to complete the procedure. There were no issues with the first 29mm navitor vision valve, and the replacement valve was successfully implanted and remains implanted. There were no adverse patient consequences reported. The patient was discharged at the time of report.